Event description:
It was reported that, during the first use and in the initial firing for a holmium laser enucleation of the prostate (holep), the distal tip of the fiber immediately broke off. The fiber tip was renewed, inserted again and broke again. The fiber was then replaced, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned fiber was analyzed. The fiber was received in one piece with no defects observed along the fiber body. The connector was found to be in good condition. Inspection confirmed that the fiber tip was broken. The break was observed to be a clean break, and damage to the fiber jacket was noted. The aiming beam light distortion was consistent with the condition of the broken fiber tip. At the time of evaluation, five treatments remained unused. Based on the analysis performed, the allegation regarding fiber tip break was confirmed. It is likely that procedural conditions during device set-up, use, or reprocessing contributed to the fiber tip break. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use states the following: hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that, during the first use and in the initial firing for a holmium laser enucleation of the prostate (holep), the distal tip of the fiber immediately broke off. The fibre tip was renewed, inserted again and broke again. The fiber was then replaced and the procedure was completed. There were no patient complications.